Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the blood glucose ran high due to their being unable to remove the battery cap and change the battery. The blood glucose reading was 364 mg/dl. The insulin pump was dead. The customer was treated with manual injections provided by a doctor.